Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). This original implant procedure was a bilateral hypo-snorkle case (outside the indications of use, off label) . The original implant was successful. Subsequent follow ups demonstrated stable common iliac sizing on both sides. Now approximately 4.5 years post initial procedure, sac growth of the right common iliac aneurysm (rcia) and a possible gutter leak between the limb stent graft extensions (type 3a endoleak). An intervention has been scheduled and the patient was reported a stable.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and three (3) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). This original implant procedure was a bilateral hypo-snorkle case (outside the indications of use, off label) . The original implant was successful. Subsequent follow ups demonstrated stable common iliac sizing on both sides. Now approximately 4.5 years post initial procedure, sac growth of the right common iliac aneurysm (rcia) and a possible gutter leak between the limb stent graft extensions (type 3a endoleak). An intervention had been scheduled and the patient was reported a stable. Additional information received per clinical evaluation refuting the reported type iiia endoleak, and rather confirming the presence of a type ib endoleak at the time of the reported event. The physician elected to treat the patient by relining with three (3) additional afx limb stent graft extensions.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported aneurysm sac growth of the rcia (right common iliac aneurysm) by 5mm was confirmed. The reported type iiia endoleak of the iliac components is refuted, but rather a type ib endoleak of the rcia was confirmed. This event is most likely user-related due to the concomitant use of the bilateral hypogastric stents. No procedure-related harms were identified, and the patient was discharged on the fifth postoperative day following the secondary endovascular procedure. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections to b2, e1, g1-2 contact office, h6, h7, h9: h6 result code; remove 3233.